Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm or unexpected numbers ramping was observed during testing. Cracks to the case, reservoir tube, reservoir tube lip and a scratched display window was also noted.

Event description:
Customer reported the insulin pump was alarming button error. Customer's blood glucose was 110 mg/dl. Customer stated she was going to get a colonoscopy tomorrow and was trying to lower basal rates for the next 24 hours that she was unable to eat. Customer stated the numbers kept scrolling when she pressed the down button. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.